Manufacturer narrative:
The manufacturer previously reported a failure of a ventilator to power on. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, an issue related to the device's software was observed. Device has been evaluated but not repaired. The device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.